Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). The right atrial (ra) lead had far field r-wave (ffrw) oversensing. In addition, stored electrograms showed oversensing on both leads. The leads remain in use. No patient complications have been reported as a result of this event.